Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, she experienced bruising underneath the patch. She contacted a physician who just observed the bruising. At the time of the call to dexcom technical support, the patient reported being in no pain.